Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The air pipe was found to be loose. The problem was resolved by reseating and retightening the air pipe. No parts were replaced. The compressor passed all performance and safety tests and was cleared for clinical use. The root cause for why the air pipe became loose could no be determined.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacture's ref.#: (B)(4).